Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the server was not communicating with all the stations. The technical support specialist (tss) remotely investigated and found that the enterprise server was unreachable, indicating a network communication interruption. Individual stations were also displaying errors showing the server as unreachable, which explained the critical override and pharmacy information system down notices observed. The tss coordinated with the health information technology (hit) department to troubleshoot the state of medstar health's (mh) servers being down. The customer was advised to escalate the issue to mh technical support and provide contact information for someone in their hit team so pyxis can coordinate directly if needed. The tss later verified with the customer that the issue was later resolved, confirmed that all stations were out of critical override and functioning normally. The system functioned as intended after the technical support specialist inspected the issue. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicate with all the stations. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.